Event description:
Subsequent to filing of the initial medwatch report, user facility medwatch (mw5079653) was received stating: event description: "pt underwent pci, at end of procedure rt femoral angiogram was taken. Proglide device inserted, foot plate deployed. Plunger deployed, then not able to retract foot plate causing device to meet resistance in groin therefore unable to remove proglide from rt common femoral artery. Vascular surgery consulted and arrived to cvl. Cutdown performed on rt common femoral by vascular surgery, device removed and cutdown/access site closed with sutures. No harm to pt. Site status had no hematoma, no bleeding." The physician was subsequently contacted to clarify the event. The physician stated the device issue description that was initially reported was correct and not the description on the user facility report. When the small incision was made to remove the proglide device, the foot was in closed position. The proglide was removed in the cath lab, the patient was not taken to surgery. No additional information was provided.

Manufacturer narrative:
Device codes: 1536 labeled. Internal file number - (B)(4). Correction: device code 2893 removed. Evaluation summary: analysis was performed on the returned device. The reported difficult to remove plunger and device entrapment could not be replicated in a testing environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported difficulty removing the plunger and device entrapment cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. User facility medwatch (mw5079653).

Manufacturer narrative:
(B)(4) the device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional percutaneous coronary procedure. Reportedly, the proglide plunger could not be removed and the proglide device was stuck in the patient. The patient was taken to surgery; a small incision was made in the artery at the arteriotomy site to remove the proglide device. Suturing was performed to achieve hemostasis. There was no adverse patient sequela reported. No additional information was provided.